Event description:
It was reported that approximately four and a half years post-implantation, the patient underwent a right hip revision due to metal pathology. The patient experienced pain; had elevated metal ion levels; and had bone loss to the femur and acetabulum. The head and stem were unable to be removed during the procedure so an extended osteotomy was preformed and all components were removed. The extended osteotomy and bone fragmentation were repaired with a plate/cerclage system. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. H6: proposed component code: mechanical (g04) - stem. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.